Manufacturer narrative:
(B)(4). Both the returned photoactivation module and data key were received by (B)(4) on (B)(4) 2013. A visual inspection confirmed that the tubing had pulled away from the wall of the bone socket forming a gap in the bond to the photoactivation plate. Any potential contributing factors are being handled by the corrective action process. There was no reported harm to the pt. The device did not cause or contribute to a death or serious injury; but malfunctioned in a way similar to a (B)(4) event listed on the (B)(4).

Event description:
The customer reported that they observed a photoactivation plate leak during a treatment procedure. Issue started on: (B)(6) 2013. The treatment was aborted. Kit type: xt125, kit lot number: z762. The product was returned for an investigation. Customer stated when the uv lid was raised during final return, they saw there had been a blood leak from the photo activation module. Customer stated the treatment was aborted and the treatment volume still in the kit at that time was not returned to the pt. Customer estimated the total blood loss for the pt at about 100 to 125 ml.